Event description:
It was reported that the defibrillation lead perforated the heart wall. The lead was explanted and replaced. No further patient complicaitons were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned in segments, analyzed and no anomalies were found. It was noted that the defibrillation coil was distorted, there was blood/body fluid on all conductors (not obstructed), there was blood in/on the helix/lobe mechanism, there was apparent explant damage and the lead was stretched.